Event description:
It was reported that when the device was used during a bowel procedure, the device would not fire. The pt was sewed by hand to complete the case. There was no further consequence to the pt.